Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation, the right atrial lead exhibited intermittent loss of capture. The pulse generator exhibited intermittent high output. No intervention was performed. The patient was in stable condition and would continue to be monitored.